Manufacturer narrative:
Add'l manufacture date: 11/2011. During an internal audit, we have reviewed our complaint database and realized that we had missed reporting this incident to the FDA. As we have never supplied electrodes of that design (neonatal electrodes with a fixed lead) to the us so far, it was initially determined that the incident was not reportable. However, the product is covered under an existing 510k and we therefore file this report. The hospital has provided two different lot numbers but not indicated, which one was involved in the incident. These are 11024-0765 (exp. Date 10/31/2014). The retained samples of the same lots have been inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples from each lot. All samples were found to perform within limits. The adhesive performance of each lot was also tested for 4 hrs on a test person. No faults could be detected. It is unclear, how exactly the electrode has been removed from the premature baby and whether the IFU has been followed or not. We consider the lesion as the consequence of the incident. Such might increase the probability of an infection but it is not a necessary consequence. Other factors come into play like the general condition of the baby, the hygienic conditions in the specific dept of the hospital, the specific procedures there, etc. With the initial report of (B)(4), we have been provided a photo of the baby showing the lesion, which we provide as page 4 to this report. It would be an exaggeration to say it allows to judge the hygienic conditions but no special precautions seem to have been taken to prevent an infection at the time the photo was taken.

Event description:
On (B)(4), we have been informed by (B)(6) about an incident using ECG electrodes at (B)(6) hospital. The ECG electrodes (pd50-sf) were applied to a premature baby (born in the (B)(6) week of pregnancy). Three electrodes had been used every 24 hrs. The pt developed erythemas at two locations at the thorax and a 2x2cm skin lesion at the abdomen when the electrodes were removed from the skin to wash the pt. The lesion was treated with hibitane first, then with telonet and econazole. On (B)(6), the hospital issued a second report, which we rec'd on (B)(4). The pt had died on (B)(6) as a consequence of an invasive infection with candida albicans, "possibly caused" ["possiblement generee", text in report] by the lesion.